Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient had never been able to charge effectively. They did not get more than 2 black boxes and it took a very long time to charge. It was indicated that the battery was not easily palpable and it felt like it was deep. They attempted an antenna locate feature but could not get good communication. The doctor insisted the battery was defective. The battery appeared to be working normally when charged. Further information reported indicated that an x-ray was done and the battery was positioned okay. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer on (B)(6) 2017 that since implant they had not been able to charge the ins. The last appointment with the manufacturer representative was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.